Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted in (B)(6) 2022 due to the extrusion of the device. The issue started 4 months prior. Red inflammatory tumefaction was seen at implant site.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant due to pressure on skin flap. No available information points to the implant to be the cause of this outcome. This is a final report.

Event description:
The user was explanted in (B)(6) 2022 due to the extrusion of the device. The issue started 4 months prior. Red inflammatory tumefaction was seen at implant site.